Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-25. H6: investigation summary customer reported tubing came apart, and returned the affected sample. The sample was clearly separated below the drip chamber - without the drip chamber attached - and the complaint was verified. Dimensional analysis found the tubing to be on the very low end of the tolerance but still within it - equipment used: dchu-0007 pin gauges. Analysis under microscope found insufficient solvent to be the root cause of the separation. This was similar to investigation child (B)(6), where the edge of the separated tubing below drip chamber was rough and looked cut. The reason for the rough edge is not understood but it is something we will be trending. A device history record review for model 2420-0500 lot number 20063008 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Corrective/preventative action (CAPA) 1432807 has been initiated. H3 other text : see h10.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced leakage. The following information was provided by the initial reporter: complaint 4 of 4, material #: 2420-0500, batch/ lot #: 20063008, date of incident: (B)(6) 2020, leakage (y/n): y. I¿ve been getting a bunch of complaints about malfunctioning tubing. I have 4 of them at my desk at the moment. They either leaked or fell apart. 2420-0500 tubing. Nothing touched a patient, some of them have fluids in them.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced leakage. The following information was provided by the initial reporter: complaint 4 of 4. Material #: 2420-0500, batch/ lot #: 20063008. Date of incident: (B)(6) 2020, leakage (y/n): y. I¿ve been getting a bunch of complaints about malfunctioning tubing. I have 4 of them at my desk at the moment. They either leaked or fell apart. 2420-0500 tubing. Nothing touched a patient, some of them have fluids in them.